Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device went to the emergency room due to having some problems. A manual interrogation was successfully completed. There was no further information on this event. This ICD remains in service. No adverse patient effects were reported.